Event description:
The patient reported that when he does something physical, the area around the device swells up and he feels pain in the left arm. The device is still in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.